Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
Our investigation for the complaint is finalized. Our field service engineer (fse) investigated the ventilator on site. The fse found the expiratory tubing to the pressure transducer was full of excess condensation. This is most likely caused by the customers air supply; the airline system did not have a condensation catcher at the end of the machine air hose. The fse cleared the lines of the condensation all the way to the pressure transducers, and then replaced the expiratory cassette. The machine passed all tests and returned to the customer for clinical use. Additionally, the fse informed the customer about how condensation in air lines can cause issues and that it was important to have dry air. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).